Event description:
There has been an identified issue with the single limb ventilator transport circuits that may affect pt care and safety. We recently enlisted the assistance of the ventilator vendor that confirmed our issue with potential hypoventilation in the third party circuits. This issue is related to volume loss into the circuit that may potentially under ventilate the pt.